Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when removing the stylet from the nasogastric feeding tube, the purple gripper¿ tip separated from the stylet exposing the sharp end. The user was poked in the index finger by the stylet wire, drawing blood. The stylet had to be removed with a forceps, making sure not to lose the wire within the tube. Additional information was received and stated that the staff member was tested and was negative, no suturing or dressing required for wound.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 20-sep-2021. One unused representative sample from the reported lot number 2125602864 with original packaging and one used sample which only has the stylet without the hub assembly were received for the analysis. The unused representative sample was inspected. Functional test was performed and the hydromer was activated according to IFU (instructions for use). For the proper procedure for insertion of the feed tube and extraction of the stylet: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". No issues were identified through this sample received. The used sample which only has the stylet without the hub assembly was visually inspected. Upon review, the reported issue was confirmed through this sample received, the hub was disassembled from wire; however, hub detachment can be caused by not activating the hydromer with enough fluid. During the investigation, a review through the manufacturing process was conducted. In general, all process and controls were found properly followed, including sub-assemblies, finished product assembly and packaging. There were no abnormal conditions found that could trigger the reported condition. The most likely root cause indicates that this issue could occur due to the inadequate use of the procedure if the instructions of use are not followed. A failure to activate the hydromer makes difficult to remove the stylet from the feeding tube, this may cause hub disassembly. Please refer to the IFU (instructions for use) for the proper procedure for insertion of the feed tube and extraction of the stylet: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating". At this time, a corrective and preventive action is not deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.